Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the device appeared to be clean. The balloon was not in its original folded position and may have been inflated. The balloon is intact on catheter. No signs of any detached components were observed, as noted in event description. No kinks or other visual anomalies observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was and passed with no issue. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is unconfirmed for detachment as the catheter was returned in one piece and no anomalies were observed to the device. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Do not remove the guidewire in situ to shoot contrast through the wire lumen or perform a wire exchange. If the wire is removed while the balloon catheter is situated in tortuous anatomy, the risk of kinking the catheter is increased. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Balloon re-wrapping should only occur while the balloon catheter is supported with a guidewire or stylet. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the packaging, the pta balloon was allegedly detached from the catheter. Another pta balloon catheter was used to perform the procedure. There was no patient involvement.